Event description:
Per the clinic, the patient experienced a skin breakdown, impaired healing and an infection resulting in the decision to explant the device. The device was explanted (specific date not reported). Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.